Manufacturer narrative:
The code for infection was removed as additional information indicated no infection was present. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-oct-21. It was reported that although the patient had markers of inflammation/infection, they were unable to find the source. The doctor stated that there was no erythema around the pump and when the pump pocket was opened in the operating room, there was no sign of infection. The doctor stated that he was not aware of any positive cultures and that it was "clearly not the pump". No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at minimum rate) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the patient had an MRI and the pump took 12 hours to recover "due to the slow flow rate of being in min. Rate." No withdrawal was suspected from the pump being off for so long since it was at minimum rate. The pump was turned off with a pump off password. No further complications were reported. Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-oct-15. It was reported that the pump and catheter were removed due to a suspected infection. Cultures were taken in the operating room but the results were not yet available. While in the surgery there were no signs of infection but the cultures were taken anyways. It was noted that the hcp found a cerebrospinal fluid leak while removing the devices. They were still unsure if the pump had anything to do with her earlier symptoms but the pump was removed anyways. No further complications were reported.